Event description:
It was reported that during an incoming inspection, made by the distributor, the subject home monitor was not turning on when plugged on an electrical outlet.

Event description:
It was reported that during an incoming inspection, made by the distributor, the subject home monitor was not turning on when plugged on an electrical outlet.

Manufacturer narrative:
Please refer to the attached investigation report.